Event description:
The patient was revised to address poly wear, implant fracture, and pain attributed to loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device finds the glenoid fractured preferentially along the superior section of the hemispherical bearing indicating the component was preferentially loaded and not supported evenly across the bearing surface. There is also evidence of rocking against bone indicating lack of support against the bone stock. A lot specific search of the complaints databases was not possible as the necessary product/lot code combination was not provided. The initial reporting indicated the patient was primarily implanted 13 years ago in 1998 and revised in (B)(6) 2011. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.